Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had lost a lot of weight and then noted that her vns was moving in her chest and this has caused the patient pain. Chest x-rays were performed and the generator was noted to be stable and there was no malposition of the lead. The patient is being referred for a revision to reduce the risk of damage. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. Per the physician, the surgical intervention was to prevent vns lead damage and for patient comfort. Device return and evaluation is not necessary because the reported event has been determined as not related to vns therapy.